Event description:
"Upon delivery, ends of packaging had long slits in them. Sterile barrier breach".

Manufacturer narrative:
This complaint is confirmed. Gross and microscopic examinations show the tyvek lid stock has been compromised. The lid stock has been inadvertently cut by a knife or some other sharp implement during the handling of the tray. Viewing the slit site from inside the tray confirms the slit may have occurred from poor handling of the product tray from some point between the release of the product from distribution to the use of the tray by the complainant. However, the exact mechanism of the damage is undetermined. A lot history review (lhr) of rewl0222 showed no other similar product complaint(s) from tis lot number.